Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 19540839/18775907, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.